Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed to deliver energy. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial medwatch report.

Event description:
Complainant alleged that during functional testing, the device failed to deliver energy and was unable to obtain an ECG signal via pads.

Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical corporation for evaluation. The customer's report of no energy delivered was observed during review of the device data logs. However, the device was put through extensive testing including functional stress testing without duplicating the report. The customer's report of ECG, no signal was not replicated or confirmed. Review of the device logs did not show any evidence to support the customer's report that the message was displayed at any time. Therefore, our investigation for this report was unsubstantiated. An internal inspection found no discrepancies. The device was recertified and returned to the customer. The electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.